Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged streamline cable was confirmed with the returned power module (serial # (B)(6). Visual inspection confirmed the damaged battery cable, which had a fracture on the plastic connector. The unit was repaired and passed all testing per procedure. The unit was returned to the customer and ready for use. A root cause that led to the damage could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under section 3, ¿powering the system¿, describes all audible and visual alarms. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the streamline cable in the backup battery compartment of the power module was damaged. It was returned for evaluation.

Manufacturer narrative:
Section a: there was no patient involved. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.